Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 2 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 2 was analyzed and found to have communication errors leading to error 319.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, they were getting 319 errors at power up. They had tried to power cycle and emergency power off (epo) the system multiple times prior to calling and were able to disable universal surgical manipulator (usm) 2 successfully. The customer stated they would not be able to use this system with just the three usms. The procedure was aborted with no patient involvement.